Event description:
A surgical blade broke during a surgical procedure. The blade was removed without further incident.

Manufacturer narrative:
The incident occurred during an arthroscopy procedure. The physician was making the initial puncture and the blade broke. The blade was retrieved with the assistance of fluoroscopy. No foreign object was observed on final x-ray. There was no injury to the pt. The blade involved in the incident is not a reinforced blade, which is what the facility had previously used. The facility converted back to the use of reinforced blades for future surgical cases. A reinforced blade is often preferred for orthopedic procedures, which typically involve more torque on the blade. No additional corrective action is required.